Event description:
Intermittent capture observed when lead removed from ICD and attached to analyzer for evaluation. Lead pin found to be loose. Device was removed from service. No patient complications have been reported as a result of this event.